Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 photo was returned for investigation. The photo shows the needle safety mechanism was not fully activated. However, as it is not possible to perform any investigation based on the photo return, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. A device history record could not be completed as no lot number was received. Investigation conclusion: able to confirm the customer experience based on photo returned. Root cause description: the root cause cannot be determined. Complaint trend would be monitored. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter safety device broke during use while inserting the pvc, and left the needle exposed. The following information was provided by the initial reporter: "in connection with inserting of pvc, the safety device on the pvc breaks down and the needle is exposed."